Event description:
This was a right-sided, cardiac lead extraction conducted in the or to remove a total of 3 leads (unknown lead model #s - ra lead 180mths old, rv lead 180mths old and rv lead 156mths old) due to a class I infection. Patient was a (B)(6) male, (B)(6). Patient had no history of dm, congenital hd or cad. Ef = 60%, pre-op creatinine = 65umg/l, history of a previous sternotomy. Patient was placed under general anesthesia, arterial line placed. The rv lead (180mth old) was prepped with a lld-ez and lased with a 14f glidelight. Significant fibrosis encountered and laser sheath upsized to the 16f glidelight lasing until lead was successfully extracted. A total of 47742 pulses at 80hz were delivered to the rv lead (180mth old), total lasing time 589 seconds. The ra lead was prepped with a lld-ez and lasing started with the 14f glidelight. As with previous lead, significant fibrosis encountered with the ra lead and the laser sheath was again upsized to the 16f glidelight, but was unsuccessful at extracting the lead. A total of 31535 pulses at 80hz were delivered to the ra lead (180mth old), total lasing time 390 seconds. The combination of a 14f visisheath 43cm, 16f visisheath 43cm and a 13f cook evolution were used to manually extract the ra lead at this point. The patient's arterial blood pressure began to drop after the ra extraction. The remaining rv lead (156mths old) was cut/capped to be retrieved at a later date. Within 6 minutes, the md had open heart access via an emergent thoracotomy. Within 11 minutes, a svc perforation was found and successfully repaired, the patient stabilized and transferred to the ICU for recovery. Md stated the "svc perforation was caused by pulling out ra lead manually." No devices were retained for return engineering inspection as they were disposed of during the code. There were no issues or nonconformances noted during an internal lhr review.